Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the insertion flexible tube (ift) buckled, the led cover glass leak, the operation channel cut, the remote control buttons cut, the distal body worn out, the angulation-left angulation zero degrees, the angulation-right angulation zero degrees, and the left pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).